Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced elevated lactate dehydrogenase levels and it was noted during a ramp study echocardiogram that the left ventricle was not unloading. The patient was reported to be non-compliant with medication and thrombus was suspected. As the patient had a previous exchange for thrombus and remained non-compliant, no pump exchange was performed. The patient expired due to heart failure. The pump was not explanted and an autopsy was not performed.

Manufacturer narrative:
(B)(4). It was reported that the device was not explanted and therefore is not available for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.